Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mbt revision reamers kept stripping out during use. The revision adaptors kept stripping. This is more of a constant struggle to keep them replaced. Had to utilize all sets to finish surgery.

Manufacturer narrative:
The device associated with this reported event was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.